Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic- birth complication') and device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. A27186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy. And salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, device dislocation, dysmenorrhoea and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. The reporter commented: she had received treatment for event "pain". This patient experienced another pregnancy on essure which has been captured under case (B)(4). Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received lot number was added. Events " migration of essure device, dysmenorrhea (cramping), abdominal pain, plaintiff did not undergo an essure confirmation test" were added. Reporter and patient information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), ectopic pregnancy with contraceptive device ('pregnancy: ecopic- birth complication') and device dislocation ('migration of essure device') in a 30-year-old female patient who had essure (batch no. A27186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included gravida. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the ectopic pregnancy with contraceptive device, device dislocation and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. The reporter commented: she had received treatment for event "pain". This patient experienced another pregnancy on essure which has been captured under case (B)(4). Lot number:a27186 manufacturing date:2012-07 expiration date:2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: plaintiff fact sheet received. Outcome events pelvic pain, abdominal pain changed from ¿unknown¿ to ¿recovered/resolved¿. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), ectopic pregnancy with contraceptive device ('pregnancy: ecopic- birth complication') and device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. A27186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included gravida. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, device dislocation, dysmenorrhoea and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. The reporter commented: she had received treatment for event "pain". This patient experienced another pregnancy on essure which has been captured under case (B)(4). Lot number:a27186 manufacturing date:2012-07 expiration date:2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality-safety evaluation of ptc. On 23-mar-2020: social media received: new reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and ectopic pregnancy with contraceptive device ('pregnancy: ectopic- birth complication') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. The reporter commented: she had received treatment for event "pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received : previously reported event ¿injury¿ was updated to more specified events¿ pregnancy: ectopic birth-complication, pain and device ineffective¿. Reporter information, demographics, lab data, essure indication (amended), and essure removal were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.